Manufacturer narrative:
(B)(4). During baxter's eval, the mismatched serial number was confirmed. Eval found that the serial number on the mechanism assembly within the device was not the same as the serial number of the mechanism initially installed in the device. Review of the device history log records show that this mechanism assembly was not original to the pump. This indicated that unauthorized repairs were performed on the pump which could promise all internal electrical components. The device is irreparable and has been retired. See scanned page.

Event description:
During baxter's functionality testing it was found that a spectrum pump's mechanism assembly had mismatched serial numbers. The serial number on the installed mechanism assembly does not match the serial number of the mechanism assembly originally installed in the device. There was no pt involvement.